Event description:
Boston scientific received information that this clinician was inquiring about the longevity remaining with this implanted pacemaker. He noted the battery readouts from the device did not match the magnet rates. The clinician will consider monthly follow-up appointments. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.